Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Reportedly, customer was told while hospitalized that the event was pump related but could not provide any specific details. Pump data was reviewed by tandem technical support and no issues were identified. Although requested, no additional information was provided.